Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was confirmed by olympus service operation repair center (sorc), the phenomenon was not duplicated. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The exact cause of the reported event could not be conclusively determined. However it is presumed that there was a malfunction with any of the devices (scope, camera head, monitor, monitor cable) other than the subject device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.